Event description:
Physician was helping with an ortho case and stated that he felt wetness on his under garment scrubs as he leaned against the patient. Physician looked at his outer wear disposable scrub and noticed small spots of blood/irrigation fluid splatter.physician left surgical suite to change scrubs and outer wear. The disposable gown was saved.====================== health professional's impression======================physician could not confirm visible wet spots on under clothing, but did feel that his clothing had become damp.